Event description:
It was reported when using the bd pyxis¿ anesthesia station es, mini drawers were failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers 3.1 and 3.2 were not stopping at the correct dose and opening fully to expose all pockets. The field service engineer removed the mini engines, cleaned the track, and optical sensors, reassembled all the drawers, and performed a function check to resolve the issue. The system functioned as intended after the field service engineer repaired the device.